Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced air in line. The following information was provided by the initial reporter: tubing set was involved in a possible air embolism case.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated as possible lots were identified: 22025667, 22025296, 22025297. D4: medical device lot #: 22025667. D4: medical device expiration date: 17feb2025. H4: device manufacture date: 17feb2022. D4: medical device lot #: 22025296 . D4: medical device expiration date: 11feb2025. H4: device manufacture date: 11feb2022. D4: medical device lot #: 22025297. D4: medical device expiration date: 10feb2025. H4: device manufacture date: 10feb2022. H6: investigation summary one sample (model #2426-0007) was returned by the customer. It was reported by the customer that the has air embolism. The returned set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was successfully primed. The set was infused with the bd alaris pump module (dchu-0008) at 125 ml/hr with a vtbi of 125 ml. No bulging was observed in the tubing throughout the infusion and after the infusion. The failure was unable to be replicated, and the complaint could not be verified. A root cause was unable to be determined because the failure was unable to be replicated. A lot number is unknown, however several possible lots were identified: 22025667, 22025296, 22025297. A device history record review for model 2426-0007 and possible lot number 22025667 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 and possible lot number 22025296 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 and possible lot number 22025297 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced air in line. The following information was provided by the initial reporter: tubing set was involved in a possible air embolism case.